Event description:
The customer reported that during use in a wisdom tooth extraction, the device got hot and the pt received a "dime-size burn" on the left lower lip. The procedure was completed with another device. It was reported that the burn was treated with antibiotic ointment and the pt was discharged.

Manufacturer narrative:
Investigation findings: the bur guard was received for evaluation. During testing, the bur guard overheated. Further investigation found the overheating is related to bearing failure. A review of co repair records revealed that this bur guard had not been returned for preventive maintenance. The customer has been contacted with info regarding use, care and maintenance of this device.